Event description:
Medtronic received information that approximately 4.5 years post implant of this bioprosthetic valve, the patient presented with shortness of breath. During the transthoracic echocardiogram (tte) showed what the physician felt was calcification or vegetation. The physician then decided to do a reoperation. During the reoperation after the sternotomy procedure the physician noted that the concern with the valve was a tear in the leaflet. No vegetation was ever confirmed on the valve. The valve was replaced with no other adverse patient effects reported.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned for analysis. Without the return of the valve, no definitive conclusion can be made regarding the clinical observation. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.